Manufacturer narrative:
The consumer reported that they did not question the negative results yet the report of having covid-19 symptoms at the time of testing is the reason for the submission of this report. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on various dates. This manufacturer's report addresses test one (1) of two (2). The consumer was experiencing covid symptoms but states she feels better now. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The consumer reported that they did not question the negative results yet the report of having covid-19 symptoms at the time of testing is the reason for the submission of this report. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227496 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 227496 and test base part number 195-430h / lot 223668. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227496 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on various dates. This manufacturer's report addresses test one (1) of two (2). The consumer was experiencing covid symptoms but states she feels better now. No additional patient information, including treatment and outcome, was provided.